Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Air in the line was observed in a one-link luer device. During an infusion with an unspecified solution, the central line appeared ¿sluggish and not functioning properly¿ (not further specified). The line was flushed through the one-link port and air was observed in the tubing. Air was aspirated from the tubing ¿despite the tubing being blocked¿. The immediate action was to remove the central line. Upon removing the line, a large clot was noted at the end of the line. The patient outcome were not reported. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent functional testing. The device flowed normally and there were no leaks noted. The returned sample performed as designed with normal flow, no leaks or air noted in the line. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.